Event description:
It was reported that the caller experienced a low blood glucose level, although the specific value was unknown. There was an impact as the value displayed was "low". The customer consumed carbohydrates to address the low blood glucose level and did not require third-party assistance. Technical support assisted the caller with updating the correction factor setting and advised them to consult with their healthcare provider for any future updates. The caller understood and acknowledged the advice.